Manufacturer narrative:
The archive from the procedure was reviewed by medtronic personnel. The review found that the registration went under the eyes and onto soft tissue of the cheek. It was noted that there were limited points on the forehead and no points on the tip of the nose.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during functional endoscopic sinus surgery (fess), an inaccuracy of around 3-5 millimeters was observed anterior. It was reported that it was with all instruments. Site felt fine midline. Surgeon accounted for the inaccuracy and proceeded with case. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.

Manufacturer narrative:
Correction: device manufacture date updated to proper value. Additional information: event description updated with new information.

Event description:
The surgeon completed on (B)(6) 2018 without any issues and impressions.